Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported receiving a no delivery alarm. The customer's blood glucose was 109 mg/dl. The customer was advised of the possible causes of a no delivery alarm. The customer was also assisted with performing 5 units of a fixed prime. It was found insulin was not able to exit and the insulin pump alarmed no delivery. The customer also stated insulin did not exit with a plunger push. The customer also changed her infusion set. No additional information provided.